Event description:
The physician was using a ept standard extended distal catheter and switched it out for a ept standard distal standard catheter. The generator produced an error which stated change catheter. A new catheter was handed over. No harm came to the patient.